Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding. Concurrent conditions were listed as epicondylitis, conjunctivitis, adenomyosis, pharynx discomfort, cystitis, headache, urination pain, cystitis, rachialgia, genital bleeding, pelvic pain female, amenorrhea and metrorrhagia. Concomitant products included povidone (povidone-iodine) and iud nos (intrauterine contraceptive device). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced fatigue ("chronic fatigue"), a first episode of balance disorder ("balance troubles"), a second episode of balance disorder ("balance trouble"), arthralgia ("articular and tendinous pain,"), tendon pain ("tendinous pain"), peripheral swelling ("inferior palpebral swelling related to a circulatory trouble,"), thyroid cyst ("hyroidal cyst"), thyroid mass ("thyroidal nodule"), mucosal dryness ("mucosal dryness"), adenomyosis ("adenomyosis"), polydipsia ("polydipsia"), pollakiuria ("pollakiuria"), abdominal distension ("digestive troubles (bloating and colon irritation)") and irritable bowel syndrome ("colon irritatio") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with picloxydine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the fatigue, latest episode of balance disorder, arthralgia, tendon pain, peripheral swelling, thyroid cyst, thyroid mass, mucosal dryness, adenomyosis, polydipsia, pollakiuria and irritable bowel syndrome had not resolved. The outcome of abdominal distension was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, the first episode of balance disorder, the second episode of balance disorder, fatigue, irritable bowel syndrome, medical device removal, mucosal dryness, peripheral swelling, pollakiuria, polydipsia, tendon pain, thyroid cyst and thyroid mass to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2014 without anesthesia which caused extreme pain because of a lack of cervix dilatation and then with nitrous oxide. Her suffering didn¿t decrease after the essure implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2023: essure implants and iud at the right location [abdominal x-ray] on (B)(6) 2014: correct location of implants [magnetic resonance imaging] on (B)(6) 2014: ervico-brachial nevralgia, moderate discopathies c4-c5 and c5-c6 without sign of discoradicular conflict [pathology test] on (B)(6) 2024: cervical epidermoid dystrophy with leukokeratosis in a context of exulcerated subacute cervicitis., adenomyosis, no malignity. [Ultrasound scan] on (B)(6) 2016: moderate uterine adenomyosi; on (B)(6) 2017: right mammary tumefaction corresponding to a cyst [ultrasound thyroid] on (B)(6) 2023: presence of cysts and nodules based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding. Concurrent conditions were listed as epicondylitis, conjunctivitis, adenomyosis, pharynx discomfort, cystitis, headache, urination pain, cystitis, rachialgia, genital bleeding, pelvic pain female, amenorrhea and metrorrhagia. Concomitant products included povidone (povidone-iodine) and iud nos (intrauterine contraceptive device). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced fatigue ("chronic fatigue"), a first episode of balance disorder ("balance troubles"), a second episode of balance disorder ("balance trouble"), arthralgia ("articular and tendinous pain,"), tendon pain ("tendinous pain"), peripheral swelling ("inferior palpebral swelling related to a circulatory trouble,"), thyroid cyst ("hyroidal cyst"), thyroid mass ("thyroidal nodule"), mucosal dryness ("mucosal dryness"), adenomyosis ("adenomyosis"), polydipsia ("polydipsia"), pollakiuria ("pollakiuria"), abdominal distension ("digestive troubles (bloating and colon irritation)") and irritable bowel syndrome ("colon irritatio") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with picloxydine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the fatigue, latest episode of balance disorder, arthralgia, tendon pain, peripheral swelling, thyroid cyst, thyroid mass, mucosal dryness, adenomyosis, polydipsia, pollakiuria and irritable bowel syndrome had not resolved. The outcome of abdominal distension was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, the first episode of balance disorder, the second episode of balance disorder, fatigue, irritable bowel syndrome, medical device removal, mucosal dryness, peripheral swelling, pollakiuria, polydipsia, tendon pain, thyroid cyst and thyroid mass to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2014 without anesthesia which caused extreme pain because of a lack of cervix dilatation and then with nitrous oxide. Her suffering didn¿t decrease after the essure implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2023: essure implants and iud at the right location [abdominal x-ray] on (B)(6) 2014: correct location of implants [magnetic resonance imaging] on (B)(6) 2014: ervico-brachial nevralgia, moderate discopathies c4-c5 and c5-c6 without sign of discoradicular conflict [pathology test] on (B)(6) 2024: cervical epidermoid dystrophy with leukokeratosis in a context of exulcerated subacute cervicitis., adenomyosis, no malignity. [Ultrasound scan] on (B)(6) 2016: moderate uterine adenomyosi; on (B)(6) 2017: right mammary tumefaction corresponding to a cyst [ultrasound thyroid] on (B)(6) 2023: presence of cysts and nodules quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding. Concurrent conditions were listed as epicondylitis, conjunctivitis, adenomyosis, pharynx discomfort, cystitis, headache, urination pain, cystitis, rachialgia, genital bleeding, pelvic pain female, amenorrhea and metrorrhagia. Concomitant products included povidone (povidone-iodine) and iud nos (intrauterine contraceptive device). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue ("chronic fatigue"), a first episode of balance disorder ("balance troubles"), a second episode of balance disorder ("balance trouble"), arthralgia ("articular and tendinous pain,"), tendon pain ("tendinous pain"), peripheral swelling ("inferior palpebral swelling related to a circulatory trouble,"), thyroid cyst ("hyroidal cyst"), thyroid mass ("thyroidal nodule"), mucosal dryness ("mucosal dryness"), adenomyosis ("adenomyosis"), polydipsia ("polydipsia"), pollakiuria ("pollakiuria"), abdominal distension ("digestive troubles (bloating and colon irritation)") and irritable bowel syndrome ("colon irritatio") and underwent medical device removal (seriousness criterion intervention required).essure was removed on (B)(6) 2024. The patient was treated with picloxydine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the fatigue, latest episode of balance disorder, arthralgia, tendon pain, peripheral swelling, thyroid cyst, thyroid mass, mucosal dryness, adenomyosis, polydipsia, pollakiuria and irritable bowel syndrome had not resolved. The outcome of abdominal distension was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, the first episode of balance disorder, the second episode of balance disorder, fatigue, irritable bowel syndrome, medical device removal, mucosal dryness, peripheral swelling, pollakiuria, polydipsia, tendon pain, thyroid cyst and thyroid mass to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2014 without anesthesia which caused extreme pain because of a lack of cervix dilatation and then with nitrous oxide. Her suffering didn¿t decrease after the essure implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2023: essure implants and iud at the right location [abdominal x-ray] on (B)(6) 2014: correct location of implants [magnetic resonance imaging] on (B)(6) 2014: ervico-brachial nevralgia, moderate discopathies c4-c5 and c5-c6 without sign of discoradicular conflict [pathology test] on (B)(6) 2024: cervical epidermoid dystrophy with leukokeratosis in a context of exulcerated subacute cervicitis., adenomyosis, no malignity. [Ultrasound scan] on (B)(6) 2016: moderate uterine adenomyosi; on (B)(6) 2017: right mammary tumefaction corresponding to a cyst [ultrasound thyroid] on (B)(6) 2023: presence of cysts and nodules quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: upon internal review, it was identified that this case (B)(4) is duplicate of (B)(4) .all data transferred from case (B)(4).legacy device report number of retention case .2951250-2023-03053. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.